Event description:
It was reported that the procedure was to treat a long lesion (40 mm) in the rca. The lesion was pre-dilated with a 3.0/20 balloon, and the vision was deployed at 16 atm. The stent delivery sys (sds) was retracted, but it would not come through the guiding catheter and it was noted that the balloon was not fully deflated. Another balloon was advanced in attempt to help remove the sds, but the pt's blood pressure dropped, so the decision was made to forcefully remove the vision. As it was pulled into the guiding catheter, the distal shaft separated at the guide wire exit and remained in the pt. The pt was sent to surgery and the separated shaft was removed. The pt was put on an intra-aortic balloon pump. Additionally, it was reported that the contrast used during the procedure had not been used at 100%, not diluted as per the product instructions for use. After surgery, another vision was tested by pulling lightly at the guide wire junction and the shaft easily separated. This vision had been out on the table, because a second stent had been planned to be used in the pt. Add'l info from the user facility report: during the deployment of the stent in the right coronary artery, the catheter balloon could not be deflated and was lodged within the right coronary artery. Attempts were made to dislodge this balloon percutaneously during which time the deployment sys fractured and a portion of the deployment sys was left in the ascending aorta. The pt was taken emergently to the operating room.

Manufacturer narrative:
(B)(4).